Event description:
It was reported that there was noise which resulted in an inappropriate diagnosis of vf episode. The ICD and lead were explanted and replaced. The patient condition is good after procedure.

Manufacturer narrative:
External insulation abrasion was noted at 33.9-34.1cm, 36.7-37.0cm, and 44.5-45.7cm from the connector pin, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations. External insulation abrasion was noted at 16.9-17.2cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.